Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the alarm history showed frequent low battery warnings. The pump electrical current draws were within specifications. The battery life issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.